Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 1992. Concurrent conditions included obesity, pelvic pain, uterine leiomyoma, ovarian cyst nos, nabothian cyst, hot flashes, urinary urgency, muscle pain, premenstrual dysphoric disorder, mittelschmerz and cervix inflammation. On (B)(6) 2007, the patient had essure inserted. In 2007, 9 years 2 months after insertion of essure, the patient experienced mood altered ("moodiness"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), urinary tract infection ("uti"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), pruritus ("rashes or skin conditions type: pruritus"), dermatitis ("dermatitis "), fatigue ("fatigue"), dysgeusia ("change in taste buds: metallic taste in mouth"), weight increased ("weight gain"), visual impairment ("vision changes"), acne ("acne"), insomnia ("insomnia"), abdominal distension ("bloating"), amnesia ("memory loss") and hypoaesthesia ("numbness"). In 2008, the patient experienced night sweats ("night sweats ") and bladder disorder ("bladder or urinary problems or changes bladder issues"). On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cysts"), metal poisoning ("heavy metal toxicity"), device allergy ("allergic reaction to device"), peripheral swelling ("swelling of extremitis"), vulvovaginal dryness ("vaginal dryness"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), pain in extremity ("arm pain/leg pain"), arthralgia ("hip pain/joint pain") and groin pain ("pain at groin area (from inside legs to back hurts like overstretch), she thought it was from the stirrups"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, removing both essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, mood altered, depression, anxiety, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hormone level abnormal, urinary tract infection, fungal infection, headache, nausea, allergy to metals, pruritus, dermatitis, ovarian cyst, fatigue, dysgeusia, weight increased, metal poisoning, device allergy, visual impairment, acne, night sweats, insomnia, abdominal distension, amnesia, hypoaesthesia, peripheral swelling, vulvovaginal dryness, groin pain and bladder disorder outcome was unknown and the migraine, back pain, abdominal pain, pain in extremity and arthralgia had resolved. The reporter provided no causality assessment for groin pain with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, depression, dermatitis, device allergy, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hormone level abnormal, hypoaesthesia, insomnia, menorrhagia, metal poisoning, migraine, mood altered, nausea, night sweats, ovarian cyst, pain in extremity, peripheral swelling, pruritus, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal dryness and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram (hsg) test on (B)(6) 2007, confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, menorrhagia, hair loss. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received: new event (bladder disorder) was added and updated event onset dates. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 1992. Concurrent conditions included obesity, pelvic pain, uterine leiomyoma, ovarian cyst nos, nabothian cyst, hot flashes, urinary urgency, muscle pain, premenstrual dysphoric disorder, mittelschmerz and cervix inflammation. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2016, 9 years 2 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mood altered ("moodiness"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), urinary tract infection ("uti;"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), pruritus ("rashes or skin conditions type: pruritus"), dermatitis ("dermatitis"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue"), dysgeusia ("change in taste buds: metallic taste in mouth"), weight increased ("weight gain"), metal poisoning ("heavy metal toxicity"), device allergy ("allergic reaction to device"), visual impairment ("vision changes"), acne ("acne"), night sweats ("night sweats"), insomnia ("insomnia"), abdominal distension ("bloating"), amnesia ("memory loss"), hypoaesthesia ("numbness"), peripheral swelling ("swelling of extremitis"), vulvovaginal dryness ("vaginal dryness"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), pain in extremity ("arm pain/leg pain"), arthralgia ("hip pain/joint pain") and groin pain ("pain at groin area (from inside legs to back hurts like overstretch), she thought it was from the stirrups"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, removing both essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, mood altered, depression, anxiety, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hormone level abnormal, urinary tract infection, fungal infection, headache, nausea, allergy to metals, pruritus, dermatitis, ovarian cyst, fatigue, dysgeusia, weight increased, metal poisoning, device allergy, visual impairment, acne, night sweats, insomnia, abdominal distension, amnesia, hypoaesthesia, peripheral swelling, vulvovaginal dryness and groin pain outcome was unknown and the migraine, back pain, abdominal pain, pain in extremity and arthralgia had resolved. The reporter provided no causality assessment for groin pain with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, depression, dermatitis, device allergy, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hormone level abnormal, hypoaesthesia, insomnia, menorrhagia, metal poisoning, migraine, mood altered, nausea, night sweats, ovarian cyst, pain in extremity, peripheral swelling, pruritus, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal dryness and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram (hsg) test on (B)(6) 2007, confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, menorrhagia, hair loss most recent follow-up information incorporated above includes: on 7-jun-2018: medical records received (no new clinical information) and social media content with new event groin pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1992, ear tube insertion (1977) and depression. Surgical pathology report: final diagnosis: uterus, cervix, and bilateral fallopian tubes, laparoscopic hysterectomy and bilateral salpingectomy: ectocervix with no significant change endocervix with chronic inflammation endometrium with fibrosis, hyalinization, and few foci of residual endometrium myometrium with no significant change right and left fallopian tubes with previous tubal ligation gross description: the right is 7.s x 0.5 x 0.5 cms. And the left is 6.s x 0.5 x 0.5 cms. Both tubes have silver metallic coil wire present. Concurrent conditions included obesity, pelvic pain, uterine leiomyoma, ovarian cyst nos, nabothian cyst, hot flashes, urinary urgency, muscle pain, premenstrual dysphoric disorder, mittelschmerz, cervix inflammation, head pressure, jaw pain, diabetes, dyslipidemia, dental abscess, hypertension, swelling face (right), abscess, bone swelling, ovulation pain, uterine ablation (essure - 2005 novasure - 2006), high cholesterol, cervical dysplasia, dexa scan, cystoscopy, pelvic adhesions, mammogram (2016), colonoscopy and appetite lost. Concomitant products included hydrochlorothiazide;losartan potassium (losartan potassium and hctz), ibuprofen (motrin ib), insulin glargine (toujeo solostar), metformin hydrochloride and simvastatin. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced mood altered ("moodiness"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"), 9 years 2 months after insertion of essure. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), pruritus ("rashes or skin conditions type: pruritus"), dermatitis ("dermatitis"), fatigue ("fatigue"), dysgeusia ("change in taste buds: metallic taste in mouth"), visual impairment ("vision changes"), acne ("acne"), insomnia ("insomnia"), abdominal distension ("bloating"), amnesia ("memory loss") and hypoaesthesia ("numbness") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). In 2008, the patient experienced night sweats ("night sweats ") and bladder disorder ("bladder or urinary problems or changes bladder issues"). On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cysts"), metal poisoning ("heavy metal toxicity"), device allergy ("allergic reaction to device"), peripheral swelling ("swelling of extremitis"), vulvovaginal dryness ("vaginal dryness"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), pain in extremity ("arm pain/leg pain"), arthralgia ("hip pain/joint pain"), groin pain ("pain at groin area (from inside legs to back hurts like overstretch), she thought it was from the stirrups") and tooth disorder ("issues with teth"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, removing both essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, mood altered, depression, anxiety, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hormone level abnormal, urinary tract infection, fungal infection, headache, nausea, allergy to metals, pruritus, dermatitis, ovarian cyst, fatigue, dysgeusia, weight increased, metal poisoning, device allergy, visual impairment, acne, night sweats, insomnia, abdominal distension, amnesia, hypoaesthesia, peripheral swelling, vulvovaginal dryness, groin pain and bladder disorder outcome was unknown and the migraine, back pain, abdominal pain, pain in extremity and arthralgia had resolved. The reporter provided no causality assessment for groin pain with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, depression, dermatitis, device allergy, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hormone level abnormal, hypoaesthesia, insomnia, menorrhagia, metal poisoning, migraine, mood altered, nausea, night sweats, ovarian cyst, pain in extremity, peripheral swelling, pruritus, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: (B)(6) 2016: robotic assisted multiport laparoscopic hysterectomy; bilateral salpingectomy; cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Biopsy endometrium - on (B)(6) 2016: result :endometrium, biopsy: endometrium with stromal and glandular breakdown. Few fragments of endocervix with glandular distention suggesting possible polyp no evidence of hyperplasia or carcinoma.. Computerised tomogram - on (B)(6) 2014: impression: unremarkable CT scan of the neck; on (B)(6) 2014: impression: no abscess is seen. Asymmetric soft tissue swelling along. The right mandible. Recommend a clinical correlation. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2016: impression: 1. 3.1 cm anterior myometrial leiomyoma with mildly heterogeneous myometrial echo texture. Note is made that the uterus is not enlarged. 2. 2.2 cm simple appearing right ovarian follicular cyst. 3. Simple appearing pericervical nabothian cyst. 4. Bilateral essure coils noted in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, menorrhagia, hair loss, headache, migraine, nausea, moodiness, depression, anxiety, vision changes, abdominal pain, joint pain, joint swelling, acne. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1992, ear tube insertion (1977) and depression. Surgical pathology report: final diagnosis: uterus, cervix, and bilateral fallopian tubes, laparoscopic hysterectomy and bilateral salpingectomy: ectocervix with no significant change endocervix with chronic inflammation endometrium with fibrosis, hyalinization, and few foci of residual endometrium myometrium with no significant change right and left fallopian tubes with previous tubal ligation gross description: the right is 7.s x 0.5 x 0.5 cms. And the left is 6.s x 0.5 x 0.5 cms. Both tubes have silver metallic coil wire present. Concurrent conditions included obesity, pelvic pain, uterine leiomyoma, ovarian cyst nos, nabothian cyst, hot flashes, urinary urgency, muscle pain, premenstrual dysphoric disorder, mittelschmerz, cervix inflammation, head pressure, jaw pain, diabetes, dyslipidemia, dental abscess, hypertension, swelling face (right), abscess, bone swelling, ovulation pain, uterine ablation (essure - 2005 novasure - 2006), high cholesterol, cervical dysplasia, dexa scan, cystoscopy, pelvic adhesions, mammogram (2016), colonoscopy and appetite lost. Concomitant products included hydrochlorothiazide;losartan potassium (losartan potassium and hctz), ibuprofen (motrin ib), insulin glargine (toujeo solostar), metformin hydrochloride and simvastatin. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced mood altered ("moodiness"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"), 9 years 2 months after insertion of essure. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), pruritus ("rashes or skin conditions type: pruritus"), dermatitis ("dermatitis"), fatigue ("fatigue"), dysgeusia ("change in taste buds: metallic taste in mouth"), visual impairment ("vision changes"), acne ("acne"), insomnia ("insomnia"), abdominal distension ("bloating"), amnesia ("memory loss") and hypoaesthesia ("numbness") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). In 2008, the patient experienced night sweats ("night sweats ") and bladder disorder ("bladder or urinary problems or changes bladder issues"). On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cysts"), metal poisoning ("heavy metal toxicity"), device allergy ("allergic reaction to device"), peripheral swelling ("swelling of extremitis"), vulvovaginal dryness ("vaginal dryness"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), pain in extremity ("arm pain/leg pain"), arthralgia ("hip pain/joint pain"), groin pain ("pain at groin area (from inside legs to back hurts like overstretch), she thought it was from the stirrups") and tooth disorder ("issues with teth"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, removing both essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, mood altered, depression, anxiety, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hormone level abnormal, urinary tract infection, fungal infection, headache, nausea, allergy to metals, pruritus, dermatitis, ovarian cyst, fatigue, dysgeusia, weight increased, metal poisoning, device allergy, visual impairment, acne, night sweats, insomnia, abdominal distension, amnesia, hypoaesthesia, peripheral swelling, vulvovaginal dryness, groin pain and bladder disorder outcome was unknown and the migraine, back pain, abdominal pain, pain in extremity and arthralgia had resolved. The reporter provided no causality assessment for groin pain with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, depression, dermatitis, device allergy, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hormone level abnormal, hypoaesthesia, insomnia, menorrhagia, metal poisoning, migraine, mood altered, nausea, night sweats, ovarian cyst, pain in extremity, peripheral swelling, pruritus, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: (B)(6) 2016: robotic assisted multiport laparoscopic hysterectomy; bilateral salpingectomy; cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Biopsy endometrium - on (B)(6) 2016: result :endometrium, biopsy: endometrium with stromal and glandular breakdown. Few fragments of endocervix with glandular distention suggesting possible polyp no evidence of hyperplasia or carcinoma.. Computerised tomogram - on (B)(6) 2014: impression: unremarkable CT scan of the neck; on (B)(6) 2014: impression: no abscess is seen. Asymmetric soft tissue swelling along. The right mandible. Recommend a clinical correlation.. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2016: impression: 1. 3.1 cm anterior myometrial leiomyoma with mildly heterogeneous myometrial echo texture. Note is made that the uterus is not enlarged. 2. 2.2 cm simple appearing right ovarian follicular cyst. 3. Simple appearing pericervical nabothian cyst. 4. Bilateral essure coils noted in place.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, menorrhagia, hair loss, headache, migraine, nausea, moodiness, depression, anxiety, vision changes, abdominal pain, joint pain, joint swelling, acne. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event added tooth disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1992, ear tube insertion (1977) and depression. Surgical pathology report: final diagnosis: uterus, cervix, and bilateral fallopian tubes, laparoscopic hysterectomy and bilateral salpingectomy: ectocervix with no significant change. Endocervix with chronic inflammation. Endometrium with fibrosis, hyalinization, and few foci of residual endometrium. Myometrium with no significant change. Right and left fallopian tubes with previous tubal ligation. Gross description: the right is 7.s x 0.5 x 0.5 cms. And the left is 6.s x 0.5 x 0.5 cms. Both tubes have silver metallic coil wire present. Concurrent conditions included obesity, pelvic pain, uterine leiomyoma, ovarian cyst nos, nabothian cyst, hot flashes, urinary urgency, muscle pain, premenstrual dysphoric disorder, mittelschmerz, cervix inflammation, head pressure, jaw pain, diabetes, dyslipidemia, dental abscess, hypertension, swelling face (right), abscess, bone swelling, ovulation pain, uterine ablation (essure - 2005 novasure - 2006), high cholesterol, cervical dysplasia, dexa scan, cystoscopy, pelvic adhesions, mammogram (2016), colonoscopy and appetite lost. Concomitant products included hydrochlorothiazide;losartan potassium (losartan potassium and hctz), ibuprofen (motrin ib), insulin glargine (toujeo solostar), metformin hydrochloride and simvastatin. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced mood altered ("moodiness"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"), 9 years 2 months after insertion of essure. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), pruritus ("rashes or skin conditions type: pruritus"), dermatitis ("dermatitis"), fatigue ("fatigue"), dysgeusia ("change in taste buds: metallic taste in mouth"), visual impairment ("vision changes"), acne ("acne"), insomnia ("insomnia"), abdominal distension ("bloating"), amnesia ("memory loss") and hypoaesthesia ("numbness") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). In 2008, the patient experienced night sweats ("night sweats ") and bladder disorder ("bladder or urinary problems or changes bladder issues"). On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), ovarian cyst ("ovarian cysts"), metal poisoning ("heavy metal toxicity"), device allergy ("allergic reaction to device"), peripheral swelling ("swelling of extremitis"), vulvovaginal dryness ("vaginal dryness"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), pain in extremity ("arm pain/leg pain"), arthralgia ("hip pain/joint pain"), groin pain ("pain at groin area (from inside legs to back hurts like overstretch), she thought it was from the stirrups") and tooth disorder ("issues with teth"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, removing both essure devices). Essure was removed on 5-jul-2016. At the time of the report, the abdominal pain lower, mood altered, depression, anxiety, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hormone level abnormal, urinary tract infection, fungal infection, headache, nausea, allergy to metals, pruritus, dermatitis, ovarian cyst, fatigue, dysgeusia, weight increased, metal poisoning, device allergy, visual impairment, acne, night sweats, insomnia, abdominal distension, amnesia, hypoaesthesia, peripheral swelling, vulvovaginal dryness, groin pain and bladder disorder outcome was unknown and the migraine, back pain, abdominal pain, pain in extremity and arthralgia had resolved. The reporter provided no causality assessment for groin pain with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, depression, dermatitis, device allergy, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hormone level abnormal, hypoaesthesia, insomnia, menorrhagia, metal poisoning, migraine, mood altered, nausea, night sweats, ovarian cyst, pain in extremity, peripheral swelling, pruritus, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: (B)(6) 2016: robotic assisted multiport laparoscopic hysterectomy; bilateral salpingectomy; cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Biopsy endometrium - on (B)(6) 2016: result :endometrium, biopsy: endometrium with stromal and glandular breakdown. Few fragments of endocervix with glandular distention suggesting possible polyp no evidence of hyperplasia or carcinoma.. Computerised tomogram - on (B)(6) 2014: impression: unremarkable CT scan of the neck; on 14-dec-2014: impression: no abscess is seen. Asymmetric soft tissue swelling along. The right mandible. Recommend a clinical correlation. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2016: impression: 1. 3.1 cm anterior myometrial leiomyoma with mildly. Heterogeneous myometrial echo texture. Note is made that the uterus is not enlarged. 2. 2.2 cm simple appearing right ovarian follicular cyst. 3. Simple appearing pericervical nabothian cyst. 4. Bilateral essure coils noted in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, menorrhagia, hair loss, headache, migraine, nausea, moodiness, depression, anxiety, vision changes, abdominal pain, joint pain, joint swelling, acne. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event added tooth disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1992, ear tube insertion (1977) and depression. Surgical pathology report: final diagnosis: uterus, cervix, and bilateral fallopian tubes, laparoscopic hysterectomy and bilateral salpingectomy: ectocervix with no significant change; endocervix with chronic inflammation; endometrium with fibrosis, hyalinization, and few foci of residual endometrium myometrium with no significant change; right and left fallopian tubes with previous tubal ligation. Gross description: the right is 7.s x 0.5 x 0.5 cms. And the left is 6.s x 0.5 x 0.5 cms. Both tubes have silver metallic coil wire present. Concurrent conditions included obesity, pelvic pain, uterine leiomyoma, ovarian cyst nos, nabothian cyst, hot flashes, urinary urgency, muscle pain, premenstrual dysphoric disorder, mittelschmerz, cervix inflammation, head pressure, jaw pain, diabetes, dyslipidemia, dental abscess, hypertension, swelling face (right), abscess, bone swelling, ovulation pain, uterine ablation (essure - 2005 novasure - 2006), high cholesterol, cervical dysplasia, dexa scan, cystoscopy, pelvic adhesions, mammogram (2016), colonoscopy and appetite lost. Concomitant products included hydrochlorothiazide;losartan potassium (losartan potassium and hctz), ibuprofen (motrin ib), insulin glargine (toujeo solostar), metformin hydrochloride and simvastatin. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced mood altered ("moodiness"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"), 9 years 2 months after insertion of essure. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), pruritus ("rashes or skin conditions type: pruritus"), dermatitis ("dermatitis"), fatigue ("fatigue"), dysgeusia ("change in taste buds: metallic taste in mouth"), visual impairment ("vision changes"), acne ("acne"), insomnia ("insomnia"), abdominal distension ("bloating"), amnesia ("memory loss") and hypoaesthesia ("numbness") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). In 2008, the patient experienced night sweats ("night sweats ") and bladder disorder ("bladder or urinary problems or changes bladder issues"). On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cysts"), metal poisoning ("heavy metal toxicity"), device allergy ("allergic reaction to device"), peripheral swelling ("swelling of extremitis"), vulvovaginal dryness ("vaginal dryness"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), pain in extremity ("arm pain/leg pain"), arthralgia ("hip pain/joint pain"), groin pain ("pain at groin area (from inside legs to back hurts like overstretch), she thought it was from the stirrups") and tooth disorder ("issues with teth"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, removing both essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, mood altered, depression, anxiety, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hormone level abnormal, urinary tract infection, fungal infection, headache, nausea, allergy to metals, pruritus, dermatitis, ovarian cyst, fatigue, dysgeusia, weight increased, metal poisoning, device allergy, visual impairment, acne, night sweats, insomnia, abdominal distension, amnesia, hypoaesthesia, peripheral swelling, vulvovaginal dryness, groin pain and bladder disorder outcome was unknown and the migraine, back pain, abdominal pain, pain in extremity and arthralgia had resolved. The reporter provided no causality assessment for groin pain with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, depression, dermatitis, device allergy, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hormone level abnormal, hypoaesthesia, insomnia, menorrhagia, metal poisoning, migraine, mood altered, nausea, night sweats, ovarian cyst, pain in extremity, peripheral swelling, pruritus, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: (B)(6) 2016: robotic assisted multiport laparoscopic hysterectomy; bilateral salpingectomy; cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Biopsy endometrium - on (B)(6) 2016: result :endometrium, biopsy: endometrium with stromal and glandular breakdown. Few fragments of endocervix with glandular distention suggesting possible polyp no evidence of hyperplasia or carcinoma.. Computerised tomogram - on (B)(6) 2014: impression: unremarkable CT scan of the neck; on (B)(6) 2014: impression: no abscess is seen. Asymmetric soft tissue swelling along. The right mandible. Recommend a clinical correlation.. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2016: impression: 1. 3.1 cm anterior myometrial leiomyoma with mildly heterogeneous myometrial echo texture. Note is made that the uterus is not enlarged. 2. 2.2 cm simple appearing right ovarian follicular cyst. 3. Simple appearing pericervical nabothian cyst. 4. Bilateral essure coils noted in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, menorrhagia, hair loss, headache, migraine, nausea, moodiness, depression, anxiety, vision changes, abdominal pain, joint pain, joint swelling, acne. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event added tooth disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2016, 9 years 2 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mood altered ("moodiness"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), urinary tract infection ("uti;"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), pruritus ("rashes or skin conditions type: pruritus"), dermatitis ("dermatitis"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue"), dysgeusia ("change in taste buds: metallic taste in mouth"), weight increased ("weight gain"), metal poisoning ("heavy metal toxicity"), device allergy ("allergic reaction to device"), visual impairment ("vision changes"), acne ("acne"), night sweats ("night sweats"), insomnia ("insomnia"), abdominal distension ("bloating"), amnesia ("memory loss"), hypoaesthesia ("numbness"), peripheral swelling ("swelling of extremitis"), vulvovaginal dryness ("vaginal dryness"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), pain in extremity ("arm pain/leg pain") and arthralgia ("hip pain/joint pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, removing both essure devices). Essure was removed on 5-jul-2016. At the time of the report, the abdominal pain lower, mood altered, depression, anxiety, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hormone level abnormal, urinary tract infection, fungal infection, headache, nausea, allergy to metals, pruritus, dermatitis, ovarian cyst, fatigue, dysgeusia, weight increased, metal poisoning, device allergy, visual impairment, acne, night sweats, insomnia, abdominal distension, amnesia, hypoaesthesia, peripheral swelling and vulvovaginal dryness outcome was unknown and the migraine, back pain, abdominal pain, pain in extremity and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, depression, dermatitis, device allergy, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hormone level abnormal, hypoaesthesia, insomnia, menorrhagia, metal poisoning, migraine, mood altered, nausea, night sweats, ovarian cyst, pain in extremity, peripheral swelling, pruritus, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal dryness and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram (hsg) test on (B)(6) 2007, confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information, patient details, other relevant history, lab data, product information, events- abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), (dyspareunia (painful sexual intercourse), hormonal changes, uti, yeast infection, migraines, headaches, nausea, nickel allergy, rashes or skin conditions type: pruritus, dermatitis, ovarian cysts, fatigue, change in taste buds: metallic taste in mouth, weight gain, heavy metal toxicity, allergic reaction to device, vision changes, acne, night sweats, insomnia, bloating, memory loss, numbness, swelling of extremitis, vaginal dryness, lower back pain, abdominal pain, arm pain/leg pain, hip pain/joint pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2016, 9 years 2 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mood altered ("moodiness"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, removing both essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, mood altered, depression, anxiety and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression and mood altered to be related to essure. Diagnostic results: hysterosalpingogram (hsg) test on (B)(6) 2007, confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 12-jul-2017: legal document received. Case category updated from invalid to valid. Essure start date, stop date and indication added. Event personal injuries was deleted and new events cramping, moodiness, depression, anxiety and hair loss were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.